Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that it was impossible to separate the implant from the mount and were removed. The procedure has been completed placing a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use along with some bone debris on the external threads. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Device history record (DHR) review for the lot (1244666) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1244666) was performed for similar events using keyword does not disengage/release and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.